Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens -9.50 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a longer length lens due to low vault and the problem resolved. Cause was reported as unknown.

Manufacturer narrative:
(B)(4).